Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend instrument would not open or close. On 03-dec-2025, intuitive surgical, inc. (Isi) received mw5178753 stating: vessel sealer would not open or close during procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.